Event description:
Additional information received on 06/22/2023 from reporter for mw5118043. After (B)(6) 2023, I processed a customer complaint to depuy synthes at the time of the collapse of the mentioned right hip implant of (B)(6) 2021. A depuy synthes customer quality department employee by the name of (B)(4) has advised me via email that depuy synthes is in the process of requesting that an investigation be conducted. Specifics about the investigation were not provided to me. Reference reports: mw5118042, mw5118043.

Event description:
Possible defective hip replacement implants installed into my right hip during (B)(6) 2021; manufacturer was depuy synthes and summit. The implant in question is provided as follows: depuy pinnacle shell size 52 and a +4 10-degree liner; additional implant materials used in my hip are: summit femoral stem size 4, standard offset and femoral head is a +1.5 32mm ceramic. I felt and heard a buckling loud pop sound come from my hip during a normal leisurely walk on (B)(6) 2023. Since that date, there are continuous squeaky noises coming from my hip and femur. Two medical doctor opinions have been obtained since (B)(6) 2023 and both doctors have told me that I would need a 'hip revision implant' operation to correct this problem. The squeaking noises are evident and continuous in my right hip/groin area and femoral areas. Reference reports: mw5118042, mw5118043.